Event description:
International affiliate reported that a pt required surgery for a recurrent hernia. It was found that the patient's bowel was severely adherent to the device that was placed 9 months previous, therefore, the procedure was converted from a laparoscopic to an open procedure to take down the adhesions and excise the initially placed device. It is suspected that during the implantation of the initial proceed mesh the device had not been placed properly with the orc side against the visceral surface.